Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to close all applications, reinstall g5 application, reset smart device, and then perform the g5 setup and pairing the transmitter no additional patient or event information is available.